Event description:
It was reported: "it just stopped without warning". The pump alarm was not heard or confirmed by telemetry. After performing an audible alarm test, the pump alarm was sounding due to pump stopped. The pump was explanted and replaced. No patient symptoms associated with this event were reported. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.